Event description:
It was reported the screw was bent following implantation. No information regarding event circumstance or patient impact was provided. Additional information has been requested.

Manufacturer narrative:
Additional information received (B)(6) 2016. It was reported the device was in contact with the patient; however, there was no patient injury alleged. The event did not increase surgery time. The device was thrown away. The screw was torn when doing the compression, which was hard. Integra completed its internal investigation (B)(6) 2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: a DHR review cannot be performed at this time as the lot number was not provided and the device wasn't returned for evaluation. A review of the complaint system was performed, during last 2 years and no similar incidents were found. The 807 tibaxys compression screws ((B)(4), (B)(4), and (B)(4)) were sold during last (B)(6) years; this is the first incident concerning these items. So the global rate failure is (B)(4). The device was not returned, it was thrown away. No information about lot failure. No lot failure rate can be done. Conclusion: regarding the lack of information concerning the surgical gesture, the state of the patient, and about the concerned product, the root cause cannot be determined.